Event description:
It is reported that the pt was revised due to pain. The surgeon decided to explore the pt's hip for loosening of the stem or shell. He found that neither of the components were loose. A new liner and head were implanted.

Manufacturer narrative:
Info was received from a distributor who is not required to complete form 3500a. This report will be amended when our investigation is complete.